Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod for an unspecified period. The caregiver reported that after placing a new pod on the patient¿s left arm, it failed to deliver insulin. Insulin appeared to be leaking from the pod. It was reported that the system generated an ¿automated delivery restriction¿ alert at 4:20 pm. The caregiver followed the recommended steps by switching to manual mode for about 2 hours and monitored via the dexcom g7. However, the issue persisted. After 6 hours, the patient deactivated the pod around 6:30 pm and switched to manual injections for treatment. Upon removal of the pod, the cannula appeared normal with no redness or swelling at the insertion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.2hardware: iphone17.3cgm sensor type: g6please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.